Manufacturer narrative:
This report is submitted on september 28, 2020.

Event description:
Per the clinic, the patient experienced poor magnet retention, and was placed under general anesthesia on (B)(6) 2020, in order to undergo a skin flap reduction surgery. The implanted device remains.